Event description:
It was reported that a shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 98-99% stenosed target lesions was located in the severely tortuous and severely calcified proximal to middle segment left anterior descending artery (lad). Following pre-dilation with a 1.2mm x 6mm balloon and a 2.0mm x 20mm balloon catheter, a 2.75mm x 32mm promus elite drug-eluting stent was advanced for treatment; however, the stent had difficulty to track the lesion even after multiple attempts. When the physician used more force to advance the stent, the metallic portion of the shaft got kinked and was broken. The broken portion was retrieved. Further pre-dilatation was performed using a scoring balloon, and a 2.75 mm x 36mm non-boston scientific stent was then deployed successfully, resulting in revascularization of the lad with timi grade iii distal flow; and the procedure was completed. The patient was stable and discharged from the hospital two days after the procedure.